Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer overfilled the cartridge with insulin. Customer was educated that when loading a new cartridge, they should use no more than 300 units. Customer loaded a new cartridge to resolve the issue. There was no reported impact to customer's blood glucose.